Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 200-300 units of insulin during each load sequence. Reportedly, the customer was not performing the air removal step. A new cartridge was loaded to resolve the issues. There was no adverse impact to blood glucose.